Event description:
A report was received that the patient had a small infection at the incision site and was advised to notify her physician regarding the infection. After a few weeks, the patient is reportedly doing well.

Manufacturer narrative:
Patient's weight not available. Device remains in patient. A review of the manufacturing documentation of the device found that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of sterilization records of the device found it to be satisfactory. This is the final report.